Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician implanted a taxus liberte' 2.75x32mm drug eluting stent to an unknown vessel. Upon removal of the stent delivery system (sds), balloon withdrawal resistance occurred. The physician attempted to reinflate the balloon and hold the inflation for longer periods, but was not able to remove the sds balloon. He then tried to forcefully remove the sds with no success. After several unsuccessful attempts, the physician pulled extremely hard on the sds and it came off of the stent. The device was removed intact and was fully deflated. Post dilatation was then performed with a non-compliant balloon at high atms. No patient injuries or complications were reported. Patient status post procedure is noted as satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is determined to be operational context.